Event description:
At least 4 reports in the last 2 months of problems with the blood gas syringe. Of these, 3 were the same lot #. The problem is the syringe begins to fill with blood and then stops. Upon withdrawal of the needle in 2 of the cases, blood shot out of the needle and onto the table or bed. One pt developed a hematoma when the therapist attempted to adjust the needle when the blood stopped flowing.